Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a versa pulse 100 watt console. According to the complainant, during procedure, about 3/4 of the way down in the middle of the case the laser fiber was broken in half. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.